Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n495717, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient's daughter that the patient had headaches and vomiting which started on (B)(6) 2015. The headache would go away when therapy was turned off. The issue was not related to any positional movement. They felt stimulation in their legs and back when therapy was on. Relevant medical history includes spinal pain. No outcomes or interventions were reported regarding this event. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.